Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent unilateral removal and replacement with a 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 7656537 sn: (B)(4). On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the suspect medical device's lot number was 7356712. On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed on the anterior and posterior aspect. Leak testing was performed and revealed a rupture within the crease in the posterior aspect, measuring approximately 0.1 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with a 325cc mentor smooth round moderate profile saline breast prosthesis, experienced right side deflation post-operatively. Deflation was confirmed by their physician. As a result, the patient will undergo implant explantation on (B)(6) 2019.